Event description:
Print error.

Manufacturer narrative:
Pr (B)(4) - initial MDR with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. It was reported there was no print. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the syringe scale printing is skewed. No other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 302832, lot 3139681. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.